Event description:
The yellow dot on outer blister pack sleeve bled through the outer blister pack, and onto inner blister pack. The issue caused a 25 minutes delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.